Event description:
The disposable pressure transducer tranduced correct readings initially. As the case progressed the device gave erroneous and then no readings. There were no pt complications reported.